Manufacturer narrative:
The device was discarded and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was requested, but not available. Pain, elevated iop, and corneal edema are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that the istent procedure was aborted due to poor visualization. Clinical follow-up was requested and on (B)(6) 2017, the surgeon provided the following additional details. The stent implantation was unsuccessful because of patient movement during surgery and pain the patient experienced due to iris prolapse at the wound. The patient was doing well. The intraocular pressure (iop) had come down; however, corneal edema was reported. Additional follow-up was requested and on (B)(6) 2017 the surgeon reported that the iris prolapse was attributed to floppy iris syndrome and the force of re-injecting viscoelastic multiple times to fill the anterior chamber. No medical or surgical intervention was required to treat the iris prolapse or corneal edema. The patient is currently doing well with iop controlled on drops. The event was reported as resolved.